Event description:
It was reported that during a laparoscopic low anterior resection procedure, although the actuation sound was heard, the device could not be activated on the tissue when the hand switch was pushed. Then the hand switch was changed, but the event continued. Another new device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.